Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown concentration and dose via a trial. It was reported that when the patient had the trial, she had 3 ½ weeks of a spinal headache. It was unknown if any troubleshooting was performed. A blood patch was done. The event date was stated as 2006 or 2007. It was stated as more likely 2006. The patient stated that she has had (B)(6) surgeries. The patient stated that they were not all related to the pump. The patient¿s knees started to dislocate when they were 8 years old. The patient had both artificial knees, rods, screws, and cages in her back. There were no further complications reported or anticipated.